Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: 10.193447/j.cnki.2096-1413.202021032.

Event description:
It was reported that on literature review "effects of proximal humeral intramedullary nail and proximal humeral internal locking system in the treatment of humerus surgical neck fracture", one patient suffered from screw loosening after undergoing a primary surgery with the trigen humeral nailing system to treat a humerus surgical neck fracture. It is unknown how the adverse event was treated. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.